Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: had an IV not auto retract upon pushing the button. I had to take the needle out of the patient and reattempt the IV start as I could not get the cannula away from the needle point.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed multiple insyte autoguard needles and shields. All but one needle appeared to be fully retracted. One needle was fully extended; however, it appeared that the white button had been pressed to activate the safety mechanism. Since the needle remained extended, the reported issue was confirmed. What appeared to be adhesive was observed on the needle hub and likely bonded the needle hub to the grip, which prevented needle retraction. This type of damage may occur during manufacturing if the adhesive is placed outside the needle hub. A device history record review was performed. A trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.